Manufacturer narrative:
(B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 7th related complaint for needle hub separates on lot # 9196589. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Investigation summary: customer returned (2) loose 3/10cc syringes. Customer states that when they would remove the cap the needle would stay inside the lid. Both syringe was returned with the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9196589. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). "On 11 aug 2020, (B)(4) received photo complaint. A visual evaluation of photo found (2) syringes with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA (B)(4) has been opened to address this issue."

Event description:
It was reported that 2 syringes 0.3ml 29ga 1/2in 200bx ca experienced hub separation from the device during use. The following information was provided by the initial reporter: nobody hurt, the md take the cap off and they come off needle stays inside the lid wasted medication. Ref: (B)(4). Lot 9196589. Manufacture date: 2019-aug-2. Exp: 2024-july-31. I wanted to report that since the first samples we have had more cases of this happening, (twice on (B)(6)) so if you need new samples then we have plenty. I would also like to reiterate that the cost of this error to our pharmacy is $500 in wasted medication each time it happens, so we are requesting some sort of compensation as you conduct the investigation.